Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a generator change-out, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted.